Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and reported failure was confirmed. The instrument was found to fail intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion. The grips opened and closed properly. The instrument was not fully functional and did not follow the mtm commands smoothly. An additional observation found which was related to customer reported complaint noted the instrument had a cracked clamping pulley at the proximal end.

Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure that the prograsp forceps instrument moved in the opposite direction of the surgeon's commands. The procedure was completed with no reports of patient injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.